Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had a cracked case at the display window corner and minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 27 mg/dl. The customer's blood glucose was 124 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food, glucose tablets and apple juice. The customer also mentioned that they had low blood glucose around 40 mg/dl as well. Troubleshooting was done. The customer stated that the programming was accurate. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The insulin pump will not be returned for analysis.